Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console multiple illumination ports were nonfunctional before surgery. There was no involvement of any patient.

Manufacturer narrative:
The company representative assisted the customer remotely. The company representative followed up with the customer several weeks after the case and visited the site. The system message (sm) has not displayed since the reported event. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was opened to address a noise and vibration issue. The root cause of the reported event was attributed to internal wear/reliability issues of the random-access memory (ram) card within the host module. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).